Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management found that the anticipated risk level is no longer adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The screw is fractured, and there is debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports that the biosure screw broke during the procedure and a piece was left in the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. The biosure screw is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. It is unknown if the piece of biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, a screw biosure regenesorb broke off when being inserted into tibia for graft fixation even after surgeon tapped before inserting screw. Surgeon was able to remove the proximal half of the screw with a biosure driver, and left the distal half remaining in the tibial tunnel since he wasn't able to remove it. Surgery was resumed, after a non-significant delay, with a back-up device. The current health status of the patient is good.